Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2019-00231; 3005168196-2019-00232; 3005168196-2019-00233.

Event description:
The patient was undergoing a coil embolization procedure in the right anterior cerebral artery (aca) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician was unable to detach three smart coils using the handle and; therefore, the smart coils were removed. The procedure was then completed using additional smart coils. There was no report of an adverse effect to the patient.